Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right atrial (ra) lead was noted as dislodged resulting in increased capture threshold and p-wave undersensing. No intervention was performed to resolve the event and the patient was stable and will continue to be monitored.